Event description:
During the placement of the stent in the lad coronary the shaft of the stent broke off. The stent and most of the shaft was still in the patient's body. The doctor took hemostats and was able to pull out the shaft and stent. There was no injury to the patient.